Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient alleged periodically hearing an audible "3-tone charm" over the course of one to two weeks and believed the sound was originating from the implanted system because they felt like it was something only they could hear. It was reviewed and documented that the deep brain stimulation system does not produce any audible noise. No patient complications have been reported as a result of this event.

Event description:
Additional information was received by the patient stating that the audible charm ended up being from something else and not the dbs system. No further actions have been taken.

Manufacturer narrative:
Continuation of d10: product ID: 37612; serial#: (B)(6); implanted: (B)(6) 2021; product type: implantable neurostimulator. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.